Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-22837, 1627487-2020-22838, 1627487-2020-22839 and 1627487-2020-22840.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-22837, 1627487-2020-22838, 1627487-2020-22839 and 1627487-2020-22840. It was reported the patient's drg system lead at the l2 placement was exhibiting impedance issues. Reportedly, the patient stated she was shocked while changing a light bulb and, since the patient had experienced shocking and inconsistent impedance issues with the lead at l2. Surgical intervention was taken to replace the lead at l2, but the physician could not replace it without disturbing the other leads. Consequently, the physician replaced all of the leads and the ipg. The procedure was completed without any complications and stimulation therapy was restored postoperatively.